Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds the day after implant. The right ventricular (rv) lead was replaced by a new rv lead that was unable to create a current of injury during implant. The new rv was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was thoroughly analyzed. No anomalies could be attributed to the complaint at this time. If information is provided in the future, a supplemental report will be issued.